Event description:
Customer reported that when attempting to bolus, the bolus stopped. Customer replaced the batteries and received a button error alarm. No further information reported.

Manufacturer narrative:
Button error alarm due to corroded keypad trace. Pump received with minor scratched display window, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.